Event description:
Info received indicates the head section of the bed is drifting very slowly.

Manufacturer narrative:
The technician isolated the issue to the manual CPR valve. He replaced the valve to repair the bed.